Manufacturer narrative:
This fault is currently being investigated and an update to the agency will be made once further information has been obtained. In the abundance of caution, we are reporting this event.

Event description:
Initial complaint: "while trying to clear a mlc motion fault the therapist opened and mlc field 40 x 40 and while pressing resets and re-downloading the field the primeview workstation went green indicating that it was ok to continue and the machine also was green ready to resume with an open field instead of shaped field. The therapist noticed the incorrect field and didn't continue the treatment. The physicist was called over a screen shot was taken then they existed out of the program and logged back in and it started working correctly." The initial report indicates that a patient was involved, but no injury resulted. Initial investigation indicates that the incorrect field size was introduced intentionally by the operator to clear the mlc error. The operator did not initiate treatment with the incorrect field size. The root cause of why the system did accept the incorrect field shape is still under investigation and has no impact on the risk rating. Upon initial review of this incident, a hazard analysis was performed which evaluated the repercussions if this malfunction was to recur. Death or serious injuries are not likely to result.